Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with dyspnea and syncope. It was alleged that the implantable cardioverter defibrillator did not deliver low voltage output. While hospitalized, the patient experienced cardiac arrest and the device did not deliver high voltage therapy. The patient deceased. Further information was unavailable.